Event description:
(B)(6) study. It was reported that post a stenting treatment procedure, chest pain occurred. In (B)(6) 2010, the patient presented with unstable angina and cardiac catheterization was recommended. The 36 mm x 3.5 mm, 95% stenosed target lesion was located in the proximal right coronary artery. The target lesion was treated with pre-dilatation and placement of a 3.50 x 38 mm taxus liberte stent, with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and was hospitalized.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that there was no chest pain event and that the event was entered by mistake.

Manufacturer narrative:
(B)(4).